Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller tested 5.3 inr on the coaguchek xs system while a comparison lab returned as 3.3 inr. Coumadin was held for 2 nights based on the lab result. No adverse event reported. Requested return of suspect system and replacement was sent.